Event description:
A neonate with a right atrial catheter was found to have blood and hyperal leaking from the attached needle lock device which appeared to have cracked. The neddle lock device had been in place for approx 17 hours. The IV line was changed. The pt's hematocrit was 29 prior to he incident and dropped to 27 one hour after the incident. The baby received a blood transfusion.